Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patients right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to no vault. The patient did not have any related complications to the low vault. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4). Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly micl (13.2) was explanted/exchanged for a micl (13.7) six months postoperatively to address " too shallow vaulting". After the intervention va was 20/20-2. Dfu instructs physicians how to choose a proper lens under " visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". Given the information that longer lens was used as a replacement it is very likely that the patient related factor (anatomy issue) or procedure related factor (calculation error) have caused/contributed to the event. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the patient's post-op visual acuity on (B)(6) 2013, after lens explant and exchange was 20/50 -1. At the post-op visit on (B)(6) 2013, the visual acuity was 20/20 -2. The patient's prognosis is great, with no complications.